Event description:
Healthcare professional reported injecting a patient with 2ml of juvéderm® ultra xc in the nasolabial folds and lips with 1ml of juvederm® voluma¿ xc in the cheeks. The patient was concomitantly taking noramin birth control. After the injection, the patient experienced swelling, duskiness of skin at the top of the right lip and pustules around right nostril. 3 days later, the patient received an injection of 1500iu of hyaluronidase across the top lip as well as across the nose. 6 days later the patient received another 1500iu injection of hyaluronidase to the same areas. A final check was performed 11 days later, using photograph comparisons and capillary refill checks, and the symptoms had resolved.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "abscess" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.